Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23057. It was reported that a patient presented in-clinic for a pocket revision to address erosion on the patient's implantable cardioverter defibrillator. During revision procedure, interrogation of the right atrial (ra) lead revealed loss of capture. Fluoroscopy revealed and confirmed ra lead dislodgement. The ra lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.